Manufacturer narrative:
See section b5 - describe event or problem for complaint investigation results.

Event description:
The following items were provided by the customer for investigation: -one used list #ch2000s-c, spiros; one used list #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; one used list #unknown, 0.9% sodium chloride injection, usp 250 ml fleboflex container grifols intravenous bag. As received, there were no physical damage or other anomalies observed. The plum set was primed. Flow was established with now occlusions or pump alarms. Primed from the secondary port, confirmed proximal occlusion pump alarm. The secondary port was disassembled. The internal spike was bent. The reported complaint set generates pump alarm "proximal occlusion" can be confirmed. The probable cause is due to a molding related issue during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. This complaint is related to medsun medwatch mandatory and voluntary report with uf/importer report # (B)(4).